Manufacturer narrative:
Updated fields h3 d9 b4 g3 g4 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. A getinge field service engineer fse was dispatched to evaluate the iabp unit and was able not able to confirm the reported issue the fse checked the connections on the display boards and left the unit in test mode to check if the lack of image occurred again several functional tests were performed without the problem recurring the fse completed all safety and functionality checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) monitor was not working and only lines were visible on the screen. The issue occurred during initial test before use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code).